Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1 box contained a pouch sliced open, which can be returned or a photo can be provided. "2 boxes contained only 5 parts instead of 10, therefore we ended up short an entire box.". All med watch submissions related to this report are: 3003639970-2018-00623, 3003639970-2018-00634.

Manufacturer narrative:
Related reports: 3003639970-2018-00623, 3003639970-2018-00634 and 3003639970-2018-00635. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 4,500 units in the market. There are no units in stock in b. Braun surgical warehouse. We have received 1 unopened sample. The pouch received has a cut in one side of the pouch. It could not be determined how this cut could be done in the manufacturing process. Moreover, there are no previous complaints for any histoacryl products, in the last five years, related to the same issue. Regarding the incorrect number of pouches in two boxes of ten pouches, according to the batch manufacturing records, (B)(4) pouches were manufactured and 450 label boxes were used, so we cannot find any discrepancy on the numbers. For the error to occur without discrepancies, some other boxes would need to contain more than ten pouches and the customer has not found this issue. As the boxes are sealed with cellophane film, the re-labeling company would have to cut this film, remove it, take all pouches out of the box, re-label them and put the correct number of pouches in each box. This procedure should also be investigated as it is another step where the error may have happened. Final conclusion: although the sample received has a cut in the pouch, the review of the batch manufacturing records and complaint records cannot determine that the origin of the defect in in b. Braun surgical facilities. The re-labelling records in tissue glue should also have to be analysed as is another step where the incidence may have happened. We take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.